Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The stapler was received with its trigger partially engaged and with 39 staples left in the cover block. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger completing the trigger cycle, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Original reported issue: staples were loose from the device during inspection at the same time.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot# 73e2100424. Investigation did not show issues related to the complaint.

Event description:
Original reported issue: staples were loose from the device during inspection at the same time. Issue found on sample return shows biological material on the device and misalignment.